Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula and corrosion in the device. The device was originally reported for a hazard alarm during operation. No treatment was reported.

Manufacturer narrative:
A tear was observed on the internal portion of the soft cannula, resulting in a fluid leak. The leak caused corrosion on the commutator cap, resulting in a rotational sensor malfunction and 0x40 alarm, indicating rotational sensor maximum open count exceeded. The internal cannula tear is confirmed as the root cause of the reported 0x40 alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.